Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device's display showed vertical lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer's report was observed during review of photographs provided. Without return of the device, root cause could not be firmly established from the photographs. The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation. Analysis of reports of this type has not identified an increase in trend.